Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). Heat and swelling at implant site was reported. Patient complained of having pain. There were no known factors involved. Impedance check was performed. Upon impedance check, a couple of electrodes were deemed to ¿avoid¿ according the system. Patient had a program using one of the electrodes so the rep reprogrammed around the electrode. Patient was to follow up if symptoms continue or worsen. It was unknown if the issue was resolved at the time of the report. The rep was to follow up for further information. There was no hcp associated with this event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the heating/swelling at the ins site was not determined. After the reprogramming, the patient did not feel the heat like they had prior to it, and it appeared that the issue had resolved. No further complications were reported.